Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit has an error code message of data acquisition (da) pcba adc failed. Customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) sent the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to customer for replacement. Customer replaced the retrofit kit , da to mc cable/mc bracket to resolve the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.